Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 3/11/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A lens case was received with a lens inside. The lens was observed under microscope and it was observed with one of the haptic positioned and the other was observed completely bent. This condition could be caused during the loading process with the handpiece pushrod. No defects were observed in the optic zone. The complaint was verified however it could not be related to the manufacturing process. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that one other complaint was received for this production order number. The investigation was reviewed and is related to cosmetic, handling process, therefore is not related to this complaint. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that there was a loading issue and the intraocular lens haptic was noticed bent upon insertion into the right eye. The appropriate cartridge and injector were used. The surgery was completed using the back up intraocular lens. There was no intervention or complications intra-op or post-op. No further information provided.